Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned device confirmed material twist/bend and self-activation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1410 biopsy instrument allegedly experienced self activation. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex and weight of the patient was not provided.